Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the CT 190g dialyzer on a reuse # 02. It was reported that within the first 40 minutes, the blood leak alarm sounded. The blood leak was confirmed with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 200cc to 300cc. Treatment was resumed with new disposables and completed without furhter incident. Hcp reports no patient injury or medical intervention associated with this incident.